Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider noted that: on (B)(6) 2016 post op day 9 - perirectal hematoma, hypertensive crisis, atrial fibrillation, chronic renal disease. Patient hospitalized. On (B)(6) 2016 post op day 11 - patient expired.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported on june 23, 2016 the patient was experiencing pain at the top of their "crack" and it radiated to their stomach. The only time it didn't hurt was when the patient was sitting on the commode. There were no traumas or falls reported related to this issue. The patient programmer (pp) was used to decrease the patient's setting all the way to 0.0 (the initial setting was 0.5) and stimulation was turned off, but the patient didn't notice any changes in their pain. The patient was redirected to their healthcare provider (hcp), but their follow-up wasn't scheduled until (B)(6) 2016. The manufacturer's representative (rep) called back on (B)(6) 2016 and reported the patient had developed pain and went back to the hospital. It was further reported the patient was on blood thinners, and developed a hematoma and died (the date was unknown, but could have been (B)(6) 2016). According to the rep. The physician reported the death was not related to the implant procedure, but could have been related to the blood thinners the consumer was taking. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer passed away while in the hospital.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the consumer's pain prior to their death was a presacral hematoma which was diagnosed by a CT of the abdomen/pelvic. The consumer passed away in the hospital. Autopsy records were not available, but the death was not thought to be related to the device or therapy. It was noted the medical event/procedure that led up to the consumer's death was a resumption of blood thinners.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.